Manufacturer narrative:
The first indigo system aspiration catheter 6 (cat6) evaluated was kinked approximately 8.0, 54.0, 108.0, and 127.0 cm from the proximal hub. The first cat6 was ovalized and kinked in multiple locations along the length of the distal tip. Evaluation of the returned devices revealed that the first cat6 had multiple ovalizations and kinks along the distal tip. This type of damage can occur if the catheter is forcefully gripped during preparation for use and likely contributed to the resistance experienced by the physician. If the cat6 is continually advanced or retracted against resistance, more damage can result. Further evaluation revealed multiple kinks along the length of the catheter. This damage was likely incidental and occurred during packaging to penumbra. Evaluation of the second cat6 revealed that the catheter was kinked at the distal tip. During functional analysis, the cat6 was successfully advanced through the non-penumbra sheath and the penumbra investigator confirmed resistance experienced while advancing the catheter. This kink damage is likely due to forceful handling during preparation for use and likely contributed to the resistance described by the physician. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01246.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01246. The device was discarded at the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system cat6 aspiration catheters (cat6s) to remove thrombus in the popliteal artery. During the procedure, it was reported that a cat6 did not fit through a non-penumbra 6f sheath. While attempting to advance the cat6 through the sheath, the cat6 became stuck inside the sheath and would not move forward or backward without force. Therefore, the physician applied force to remove the cat6; however, upon removal, the physician noted that the cat6 became kinked. The physician then removed the 6f sheath and the procedure was completed using a non-penumbra 7f sheath without a valve and a new cat6. However, it was reported that resistance was experienced while advancing the new cat6 through the 7f sheath. There was no report of an adverse effect to the patient.